Event description:
It was reported that the atrial lead had high thresholds and no sensing, and that the patient experienced muscle/nerve stimulation at 8.0 v output. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.